Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during a stent implantation procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for an esophagogastric adenocarcinoma. The patient had a partial gastroscopy (B)(6) prior, perhaps a bilrroth procedure. The following medications were administered to the patient prior to the procedure: droperidol 1.25 mg, 5 mg midazolam, fentanyl 75 ug, and flumazenil 0.1 mg. The stenosis was 4cm in length and began at 40cm down the esophagus within the esophagus and stomach. The endoscope crossed the lesion with no resistance; therefore, the stenosis was not dilated prior to stent placement. The patient had a slim eg junction that was apparently overcome with biliary intraepithelial neoplasia. During the procedure, a distal clip was placed to mark the neoplasia. The stent system was advanced over a 0.035" guidewire and deployed successfully. The physician noted that an x-ray image of the proximal end of the stent appeared unusual so an endoscopy was performed. Under endoscopic visualization, a fold was noticed within the stent at 36cm down the esophagus, partially compromising the stent lumen. The stent was then dilated through the scope with a maxforce 18mm balloon dilation catheter. The dilation did not completely resolve the issue but did relieve the fold "just a bit". The stent was left implanted within the patient. The physician expressed concern over leaving the stent implanted but does not plan to perform any additional medical intervention. There were no patient complications as a result of this event. Following the procedure, the patient was started on a liquid diet with a high head. The patient was administered analgesia with metamizol 1 v f 8/8 h. An rx thorax and abdominal x-ray was performed. The patient was discharged from the hospital the following day as planned.